Manufacturer narrative:
In speaking with technical assistance center (tac), the olympus field service engineer (fse) reported that while onsite installing a cv-190, the customer reported multiples scopes had no image or snowy black images in a separate room. The fse inspected the cv-190 and clv-190 cables and confirmed the cables were securely connected and that the light source socket had no damaged pins. The fse determined there was water invasion on the scopes and believed this was what caused the no image and snowy image issue. The scopes were just taken out of medivator endodry scope cabinet. Additionally, the mu-1 leak tester was inspected and was found not to be damaged. The other endoscopes were working fine as was the exera iii system. The customer¿s endoscopic support specialist (ess) was notified of the water invasion found in the scopes. Upon follow up with the customer, the customer was unable to provide additional details and believed the issue had been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
An olympus field service engineer (fse) reported to technical assistance center (tac), no image was displayed when the evis exera iii video system center was connected to a monitor. Communication errors b30 and e216 were displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the endoscope water invasion could not be determined. Olympus will continue to monitor field performance for this device.